Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was missing data points on the continuous glucose monitor graph. Troubleshooting with tandem technical support was performed and reportedly, the customer successfully started a sensor session. Additionally, it was reported that the insulin gauge was inaccurate. Customer declined further troubleshooting for this reported issue, therefore no additional information could be obtained. There was no reported impact to the customer's blood glucose level.